Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working and had a blank display and cosmetic damage. Blood glucose level of the customer was 180 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the display did not return after troubleshooting. The customer also stated that the battery compartment was neither corroded nor damaged. The insulin pump not will be returned for the analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.